Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer alleged that there was a fire although the charging cable was not connected to the main body. There were no reports of injury or property damage. A potential fire hazard was identified.